Event description:
A biomedical engineer reported that "vacuum/aspiration issues" occurred during a vitrectomy procedure, resulting in a significant delay; the length of the delay is unknown. There was no harm to the pt. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate any vacuum/aspiration issues. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. A root cause has not been determined. (B)(4).